Manufacturer narrative:
Follow up report (B)(4). Updated:b4, b5, d2,g1,g3,g6,h1,h2,h6. Corrected: b1. No product was returned or pictures provided; a product evaluation could not be performed. However, one image was provided showing the implant labels of the implants used during implantation. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported product was reviewed for compatibility with the concomitant products shown in the provided image with no issues noted. However, as the femoral component is unknown, a compatibility review of the whole system cannot be performed. Review of the complaint history identified no additional similar complaints for the reported item one year prior to the notification date and thereafter, but an additional similar complaint for the reported part and lot combination for an unlimited timeframe. Complaints are monitored per complaint trending process. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported the patient underwent a hip revision 2 months post-implantation due to dislocation. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: g7 hi-wall e1 liner 36mm g, #item 010000937, #lot 7648581. Anchor stem straight 15-135, #item 0102001452, #lot 2637025. Therapy date: (B)(6) 2025. G2: foreign source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.